Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00694.

Event description:
The patient was undergoing microneurosurgery procedure using an apollo system pump and apollo system wand. During the procedure, the timer on the apollo pump would turn off and restart. The physician also noticed that the apollo wand began leaking saline near the connection to the apollo pump. The physician opened a new apollo wand and the procedure successfully continued. There was no report of an adverse effect on the patient.